Event description:
The patient reported his insulin infusion device did not give an alarm when he had an occlusion. The patient stated he had an elevated blood glucose reading of 150 mg/dl yesterday and checked his infusion device system and discovered a bent cannula which caused an occlusion. The patient switched to a backup infusion device. On follow up, the patient stated his blood glucose readings are fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.